Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. The aneurysm neck was reported to be angulated. It was reported that a proximal aortic cuff was placed during the initial implant. The most recent CT scan showed that the graft components were partially separated resulting in a type iii endoleak and a pulsatile aneurysm upon examination. The physician successfully placed two 24 mm diameter x 3.75 cm length aortic cuffs. Final angiography demonstrated no evidence of an endoleak. No clinical sequelae were reported, and the patient is reported to be fine.